Event description:
It was reported that the ilet pump experienced faster than expected battery depletion associated with the battery component, and the user was advised on daily charging practices and methods to reduce depletion. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.